Event description:
Baxter reported, "povidone lodine leaked from the connection between a transfer set and mini cap." The date of how long the set was in use is unknown. There was no patient injury or medical intervention associated with this incident according to baxter.

Manufacturer narrative:
A sample has been requested for analysis. If a sample is returned, a follow-up report will be submitted.